Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. Patient information could not be obtained after multiple attempts were made as follows: 10/18/17 phone call, 10/18/17 email, 10/23/17 email.

Event description:
The hospital reported the unit alarmed during patient use and lost the ability to ventilate in pressure mode. There was no report of patient injury.